Manufacturer narrative:
(B)(4). During follow up with the reporter, they stated that the cause of the peritonitis was unknown and on an unreported date, the patient recovered from the event and stopped antibiotic therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event. The cause of peritonitis was not reported. The patient was treated with reflin (1 gram, route, frequency, and duration not reported) and tobramycin (dose, route, frequency, and duration not reported) for peritonitis. The action taken with dianeal therapy was not reported. At the time of this report, the patient was recovering from the event. No additional information is available.